Event description:
I went to the ophthalmologist to have ck procedure done on my right eye. I had 20/50 vision prior to the procedure. I was told that I might have some slight blurred vision immediately post procedure, but that this would resolve within 3 days. It has been 5 months and I remain legally blind in the right eye, by definition. I have gotten a 2nd opinion by an ophthalmologist at another hosp, who states that he feels that my current visual deficit is permanent. The surgery itself appears to have been performed correctly, but the degree of "correction" was well beyond anticipated or desired. The performing surgeon states that he does not know what happened; he has never seen this before. I put in an inital report, but did not have device info at the time. I am now wondering if there could be a device problem which resulted in mis-measurement or some other problem with the surgery.